Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspections for punctures on therapy cable resembling animal bite marks. The reported service error code occurs when the self test detects an error in the therapy delivery circuit. Occasional damage to wcd components is foreseeable due to rough handling in the home use environment. Incidental user failures reported for therapy cable damage are not significant enough in number or in risks to patient to merit corrective action. The assure wcd patient handbook advises "do not allow children or pets to play with the assure system. Will continue to trend for future occurrences.

Manufacturer narrative:
This file was originally submitted on 07/09/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient called in to report service error code. The unresolvable alert preventing active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.